Event description:
It was reported that the right atrial (ra) lead exhibited intermittent capture, oversensing, noise and that the lead dislodged post pocket closure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis # (B)(4):(B)(6) / tue mar 11 2025 11:34:57 gmt-0500 central daylight time analysis summary for pe#: (B)(4)-10 analysis transaction ID#: (B)(4), model#: 5076-52, serial/lot#: (B)(6): while it is not possible to test the lead explicitly for dislodgement, the fixation mechanism was assessed and the distal end was observed for any residual tissue to help determine the lead's fixation functionality. The full, intact lead was returned and analyzed. Analysis consisted of unaided and aided visual inspection, and observation for set screw marks and their location on the connector pin. Electrical functionality was assessed by performing continuity testing of the distal (pacing), and proximal (sense) conductors. Analysis showed the lead performed within specifications. The lead did not contribute to the reported complaint. The specific analysis finding is listed below in the analysis information section. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information -- 2025-03-11 11:34:53 cst pli# 10 product ID# 5076-52: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.